Manufacturer narrative:
Sections with additional information as of 20-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 30-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 42 mg/dl. The customer¿s expected fasting blood glucose test result is 140 mg/dl. At the time of the call, the customer feels well and did not report any symptoms. Customer stated that he had felt shaky when he had obtained the result of 42 mg/dl, had drank orange juice and did not require medical intervention. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).